Event description:
Per the audiologist, the patient reported decreasing sound quality and that she thought the receiver/stimulator was moving. Results of an integrity test done in 2008, showed normal receiver/stimulator function. An x-ray done (date not reported) showed the device to be in correct position. Reprogramming the sound processor did not alleviate the problem. An x-ray done in 2008, (date not reported) determined the electrode array was in the cochlea but the ball electrode had migrated. The patient's device was explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This report filed, december 22, 2008.